Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed and failure analysis investigations replicated and confirmed the customer-reported complaint. The instrument was found to have a dislodged grip ring with a damaged and loose grip ring screw. When evaluated on an in-house system, the instrument passed recognition and engagement testing and demonstrated intuitive motion with a full range of motion. However, the grips failed to open, and the grip open lever was nonfunctional. The grip ring was observed to move freely along the grip drive adapter, likely contributing to the inability of the jaws to open. Additional observations related to the customer-reported complaint: the loose grip ring screw resulted in the grip ring becoming dislodged, leading to imprecise gripping and ungripping motion. During in-house testing, the grip tips moved within joint limits and in the commanded direction, but a noticeable lag was observed, and the jaws did not open properly. The complaint was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved in the complaint for evaluation. However, failure analysis has not completed their investigation. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the jaws of the vessel sealer instrument would not open. The procedure was completed with no reported injury.